Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? What were the anatomical structures that were used with the corresponding device? Where these devices used to create the tube or the anastomosis? Were there any intra-operative difficulties experience with the device? Is yes, please explain in detail. Were there any contributing factors like tissue condition that contributed to the event? What was done in the second procedure? What is the current patient status? Response: where these devices used to create the tube or the anastomosis? The device was used for tube creation and anastamosis was performed via echelon. What was done in the second procedure? In the second procedure suturing was performed to overcome the opened tube created area. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that case was esophagectomy that happened on (B)(6) 2020, in the case to create the stomach tube doctor fired one sr75 and one tcr10. Firing happened at fundus portion of the stomach. After 10 days due to patient condition they done endoscopy and found that all the pins of stapler are not there and has fallen to lungs and trachea, they again done the surgery to overcome this and patient now in ventilator support.